Event description:
The initial reporter stated they received questionable results for samples from four patients tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas pro c 503 analytical unit. A sample collected from the first patient resulted in an hba1c value of 7.63 % and repeated as 7.69 % accompanied by a data flag. One of these two values were reported outside of the laboratory to the patient. The patient informed the clinician that he/she had an hba1c of 5.7 % one month earlier, so the clinician questioned the reported value. A second sample was collected from this patient and tested twice, resulting in hba1c values of 6.03 % and 6.14 % accompanied by a data flag. A sample from the second patient initially resulted in an hba1c value of 9.8 % on (B)(6) 2022. The sample was repeated on the same analyzer, resulting in a value of 5.0 %. The sample was also repeated on a second analyzer, resulting in a value of 4.97 %. For this sample, no incorrect results were reported outside of the laboratory. On (B)(6) 2022, the field service engineer checked the analyzer and replaced a probe. Controls were tested and there were no problems. The customer later had discrepant results for samples 3 and 4. The third sample initially resulted in an hba1c value of 8.6 % on (B)(6) 2022. The sample was repeated on a second analyzer, resulting in a value of 7.2 %. The fourth sample initially resulted in an hba1c value of 12.6 % on (B)(6) 2022. The sample was repeated on the same analyzer, resulting in a value 8.6 %. The sample was repeated on a second analyzer, resulting in a value of 8.6 %. The hba1c reagent lot number was 563203-011, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The field service engineer checked the analyzer again on (B)(6) 2022. The engineer ran a control and the measured value was high. The wash mechanism water volume was high causing the water to overflow the cells. The water volume for the wash mechanism was adjusted. The control was re-tested and was acceptable.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The two samples collected from the first patient were provided for investigation and the results obtained at the customer site could not be reproduced. During investigations, the first sample from this patient resulted in an hba1c value of 5.5 % and the second sample resulted in a value of 5.7 %.